Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown size unknown saline implant on both sides and was presented with bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501620; serial number (B)(4) on the left side, and with catalog number 3501620; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On september 2, 2020, the mentor failure analysis lab received two device for evaluation. Only one of the devices had lot number visible on it, the other one was blank. The one with the visible lot number was randomly selected as left device until further information is received. Hence, the following information has been updated on this form: - brand name under field d1 was updated to "mentor smooth round moderate profile" - catalog number under field d4 was updated to "3501615" - lot number under field d4 was updated to "1007460" - unique identifier( UDI) under field d4 was updated to "(B)(4)" - PMA/510(k) under field g5 was updated to "p990075" the analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 23, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold measuring approximately less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).